Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a 60in/152.4cm ext. W/m/fll clamp apv=1.0ml where it was reported their team was experiencing some safety issues with the device. They had issues of high-pressure alerts on their medfusion pumps on a few of their patients. Upon their assessment, all of the patients had been infusing via the ICU medical (1.1 ml priming volume 60-inch tubing). There was patient involvement but not harm reproted.